Event description:
The reporter stated that a pt who had spinal surgery using the coral spinal system fusion implant system (used for the correction and stabilization of the lumbar or lower region of the spine), presented at a postoperative visit with a complaint of pain. X-rays showed that polyaxial screws had separation of the screw head from the screw at vertebral level l5 and the sacrum. Integra has requested additional clinical information.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.